Event description:
Procedure type: unk. According to the rptr: the balloon failed to inflate prior to the surgery beginning, another balloon was used. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. No pt injury was reported.

Manufacturer narrative:
(B)(4).